Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the right ventricular (rv) lead exhibited high impedance measurement and potentially had dislodged from the original position. Programming changes were made. The patient was in stable condition.